Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during follow up, intermittent impedance values were observed on the rv lead. Sensing values were also intermittent. The lead was replaced and the patient's condition was good after the procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.